Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in hospital due to cardiac arrest and the device could not deliver the therapy. The patient was rescued with external defibrillator. A short circuit was detected on the device during shock delivery. The physician suspected issues with lead performance in the circuit shorted during shock delivery and thus performed the replacement due to lead system integrity. The lead was capped and replaced on (B)(6) 2020. The patient was stable.